Manufacturer narrative:
Customer returned pump for an alleged cosmetic damage located at the battery compartment, blank display, and was hospitalized for high bgs due to battery cap contact missing/damaged found on 13-jan-2023 (per ss event date), however the customer's notes stated the customer was hospitalized for high bgs due to battery cap contact missing/damaged found on 11-jan-2023. On (B)(4), svn#: 000312474637 - customer returned pump for an alleged time/clock anomaly, back light anomaly and was hospitalized for high bgs and dka found on 16-jan-2021. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. The pump was programmed with the current time and date and monitored for several days. The time and date are functioning properly. No time/clock anomaly, blank display and back light anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file the event date of 13-jan-2023 and 11-jan-2023. However, insert battery alarm was recorded and found in the formatted history file on: 01/11/2023 18:19:46.000 01/11/2023 18:29:00.000 low battery alert was recorded and found in the formatted history file on: 01/10/2023 19:57:00.000 power loss alarm was recorded and found in the formatted history file on: 01/10/2023 20:42:55.000, 01/10/2023 20:42:55.000 01/11/2023 18:30:22.000, 01/11/2023 18:30:32.000 and pump error 23 alarm was recorded and found in the formatted history file on: 01/10/2023 20:42:32.000 01/11/2023 18:30:03.000 upon checking on the power data/detail trace file, low battery alert was expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes on 01/11/2023 18:19:46.000 and 01/11/2023 18:29:00.000. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. A cracked retainer was confirmed. Blank display was not confirmed. Battery cap contact missing/damaged was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Time/clock anomaly and back light anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of above 500 mg/dl at the time of the event. The customer called as a result of receiving the safety notification for the battery cap damage and reported damage to the insulin pump battery cap contacts. The customer also reported a blank display and a crack in the battery compartment. The customer was treated with an insulin pump, and IV insulin drip and was admitted to the hospital. The customer experienced the symptoms of feeling sick and tired. Troubleshooting was performed and found that the battery cap metal contact missing, or fewer than 3 raised dots could be seen. It was found that the auto mode feature was not active at the time of the event and the pump was used within 48 hours prior to the event. No further patient complications were reported. The customer will discontinue using the device. The pump will be returned for analysis.